Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a jk(a) positive control with seraclone anti-jk(a). The customer used the jk(a) positive panel cell #3 of biotest cell-i11 as a positive control. Despite several inquiries, the customer was not able to provide a date of event. The customer returned the supposedly defective product seraclone anti-jka for investigational testing but he did not return the positive control. Our quality control laboratory tested the complaint sample returned by the customer as well as their retention sample of seraclone anti-jka with different donor cells and reagent red blood cells for potency and specificity. For the specificity testing our quality control laboratory used screening and panel cells of a competitor and also the reagent red blood cells of biotest cell, e.g. Cell #3 of biotest cell-i11. All positive and negative reactions were correct. We did not observe any false negative reaction. The required minimum titer of 8 was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.